Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: a review of the pump¿s black box data revealed one pump reboot associated with a battery change. The battery compartment was cracked. The returned battery cap had stripped threads, and was unable to secure onto the pump. The pump reboots were duplicated with the returned battery cap, and a test cap was used to complete the investigation. The test cap was able to secure onto the pump, and the pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or damage was observed inside the pump. Unrelated to the initial complaint, the display screen was discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked and the battery cap would not attach to the pump. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.